Event description:
It is reported that during surgery in 2008, the rhk tibial base plate was packaged with the inner poly out of the base plate. This was not noticed until after the doctor had cemented the tibia in and attempted to insert the hinge post extension pin. The surgery was delayed and completed with another device.

Manufacturer narrative:
It is likely the operator placed the bushing into the tibial tray by hand and did not completely press the bushing flush utilizing the tool stated in the assembly instructions. After reviewing procedure, it was decided to update instructions to have operators always place the bushing on the insertion tool prior to installation. This will eliminate the potential for not using the tool to completely insert the bushing into the tibial component until it is flush. Device history records indicate device manufactured to specification. Stock investigation of related lot was found to be conforming to specification and no other reports have been received of this type.